Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2003, and a revision procedure on (B)(6) 2013, due to patient allegations of pain, discomfort, soreness, lack of mobility, weight gain, dysfunction, leg length discrepancy, elevated metal ion levels, metal poisoning and metallosis. A review of invoice history confirmed the initial surgery date, but indicated the revision procedure was performed on (B)(6) 2013. The modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2014-03838 / 03839 and 07586).

Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2003, and a revision procedure on (B)(6) 2013 due to patient allegations of pain, discomfort, soreness, lack of mobility, weight gain, dysfunction, leg length discrepancy, elevated metal ion levels, metal poisoning and metallosis. A review of invoice history confirmed the initial surgery date, but indicated the revision procedure was performed on (B)(6) 2013. The modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information provided in patient medical records indicates left hip arthroplasty was performed on (B)(6) 2007. Additional information provided in patient medical records indicates left hip revision performed on (B)(6) 2013 was due to pain and leg length discrepancy. The patient's operative report noted brownish clear fluid, loose cup, and debris.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 7 states, "undesirable shortening of limb." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03838 / 03839).